Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The hospital biomed replaced the microswitch and returned the unit to service.

Event description:
#12 the hospital reported a malfunction of the bag to vent switch preventing selection of the desired ventilation mode. There was no report of patient involvement.